Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the digital pcb program had defaulted to a basic version. A further root cause for the reported issue could not be determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not switch between AED mode and manual mode. As a result, defibrillation therapy may not be available, if it was needed.